Manufacturer narrative:
Updated fields: b4, d9 (device available for eva), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information poc: (B)(6), biomedical engineering & adlai.duran@mountsini.org, tel - +(B)(6). It was reported during that during use the cardiosave intra-aortic balloon pump (iabp) unit shut off while on patient. End user reported iabp shut off during therapy. A getinge field service engineer (fse) diagnose and found fault logs recorded multiple fault code # 118 - sol wdt fail. A critical error detected in the hardware watch dog circuit on the solenoid driver board. After replacing the solenoid control board the device worked correctly. Checked all connections to drive manifold and executive processor pcb. Ensured proper solenoid operation. All manifolds test passed. Iabp was exercised on test catheter and patient simulator without failure or triggering any fault codes. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. Patient involvement was there, no harm reported. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The unit shutdown after 20 minutes of testing. Fat was able to verify the reported code and failure. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The supplier tested the board and found that component c8 was defective. No root cause defined for this problem. Please see for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient injury or harm reported.